Event description:
When product attempted to be activated, the package burst open and splashed on staff member. Also when provided to a pt, the pt complained it was too hot. Also one product leaked. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: IV infiltrate.